Event description:
It was reported that via a remote merlin.net transmission, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. An asymptomatic patient was brought into clinic and programming changes were made. Device remains implanted.

Manufacturer narrative:
Product not returned. (B)(4).